Event description:
It was reported in a set of clinical notes that were received, that the pt was experiencing an increase in seizure frequency, spasms, and tonic seizures, it is also stated in the notes that the generator was tested and found to be completely dead. There is no statement within the clinic notes that relates the increased seizures to the apparent eos. The pt's mother states that they are awaiting a surgical consultation date. Attempts for further info from the pt's treating neurologist and the surgeon have been unsuccessful to date. Therefore, the relationship between the reported issues and vns therapy cannot be determined.